Event description:
Provider noticed under the microscope that the 2.4mm, 45 degree blade from the bvi kits had micro metal shavings on it. Patient code: 4580. Device code: 1120, 2588. Reference reports: mw5176689, mw5176690.